Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 after removing the sensor, he noticed a lump at the sensor insertion site. Initially, the patient was not considering medical intervention after completing the sensor session until he became concerned about a lump. The lump was initially approximately the size of a quarter and felt soft to the touch. Over time, it decreased in size to about that of a pea and became firm and hard. However, it later began to enlarge again, causing pain and affecting his mobility/reachability. Due to these changes, the patient decided to seek medical attention and scheduled a checkup at the clinic at approximately 2:15 pm for evaluation on (B)(6) 2026. The healthcare provider ordered a vascular ultrasound on (B)(6) 2026 and a standard ultrasound on (B)(6) 2026, to further assess the area. After reviewing the test results, the doctor determined that the lump was due to an infection. The patient also mentioned that he is prone to infections because he no longer has a spleen. The patient was prescribed an oral antibiotic doxycycline hyclate. Since then, the patient has been doing well and has noticed improvement in the condition. The lump has decreased in size. There was no documentation of further medical intervention. At the time of reporting, the patient stated that he was doing okay. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).